Manufacturer narrative:
(B)(4) - product has been requested to be returned but has not been received. (B)(4)

Event description:
The customer reported that the alarm has no alarm tone when weight is removed from the pad and that there is no damage to the battery door or to the outside of the alarm. This was discovered during set up and no patient/caregiver incident or injury.